Event description:
Pca demerol total volume left in vial at 1115 was 28cc. Total volume at 0600 was 13cc - no new pca vial hung. Fluid from syringe tested positive for dextrose and potassium ingredients of pt's IV fluid (d5lr).